Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.1 failed and not detected on bus. User tried to recover and rebooted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 had failed and was not detected on the bus. A field service engineer (fse) accessed auxiliary drawer 6.1 using the hardware testing application and confirmed that all cubies were present. The fse released all cubies and removed broken tablet residue from the row a connectors. After removing the back cover, the status light emitting diodes were checked. The drawer subsequently passed final testing in the hardware testing application. A faulty cubie was replaced, medications were reloaded, and proper operation was confirmed. The system functioned as intended after the field service engineer repaired the device.